Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to pair due to a possible bluetooth malfunction. A software upgrade was performed on the ICD and the pairing was restored. Patient condition was stable.